Manufacturer narrative:
Cynosure clinical team contacted the site to investigate the event. Cynosure clinical confirmed that no injury had occurred. Site also informed cynosure clinical they were using the icon max g handpiece when the issue occurred. Maxg is a ipl handpiece and not a laser based handpiece. Although it was firing continuously, this is not an accidental radiation occurrence (aro) since it is not a laser-based handpiece. A trained cynosure field service engineer (fse) went to the site to perform a device evaluation. Fse verified the error happening. Fse replaced the foot pedal and air switch and then calibrated the handpiece and tested the system. Functional checks and energy tests were performed. Site confirming the device is working properly now. The event is reportable per FDA medical device reporting title 21 cfr part 803 since an observed malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur.

Event description:
It was reported that the icon foot pedal continued to fire even without operator pressing it. No patient injury was reported.